Event description:
The baxter sales representative reported on the customers behalf a clearlink system catheter extension set in which the little cap came off and radioactive isotope leaked everywhere. It was unknown if a power injector was being used by the facility. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device will not be sent in for evaluation because the sample is contaminated. Should a companion sample be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).